Event description:
During endoscopic browlift, the physician inserted the endotine triple. The entire device was removed and replaced without difficulty.

Manufacturer narrative:
The cause of the device fracture is unk. User handling and related insertion technique could have contributed to the event.